Event description:
A 10 fr. Catheter placed without difficulty; pt calm/cooperative with procedure; sent to radiology for vcug and catheter removal. When pt is rad and having catheter removed, rad staff met resistance/much difficulty. After multiple attempts at nervous and trauma (emotional) to pt, urologist called down to remove catheter. Product appeared to have developed a ridge/rim in balloon area, causing catheter to get stuck/hung up at meatus, not allowing for smooth removal.